Event description:
During an arthroscopic labral repair, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge popped out of handle. A second and third cartridge (of the same lot) were loaded and again the suture cartridge popped out of the handle. The procedure was completed using a competitor¿s suture lasso. No pt injury or other complications were reported as a result of this event.

Manufacturer narrative:
Reference mfrs report(s): 9019871-2012-00331; 9019871-2012-00332; 9019871-2012-00333.